Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted, due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
As of today, the products have not been returned. Should additional information become available, this event will be updated.